Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a spinning spiros® closed male luer, red cap that leaked an unspecified chemo medication during a patient use for an hour. There was patient involvement but no harm and no delay in therapy. No further information was provided. This is the second of two events reported.